Event description:
This report addresses product sample quantity 5 of 5.a customer reported to baxter (B)(4) five (5) minicaps with inadequate iodine. There was no patient injury and medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was evaluated by a chemist in the chemical lab. Chemical testing result was normal.